Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 98 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 69 mg/dl. The product is stored by customer in the dining room. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.